Manufacturer narrative:
Concomitant medical products: product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: extension. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2001, explanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: 7482a66, serial/lot #: (B)(4), ubd: 07-dec-2010, UDI#: (B)(4); product ID: 7495-51, serial/lot #: (B)(4), ubd: 07-dec-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins) for parkinson's dual and deep brain stimulation (dbs) therapy indications. It was reported that the device was explanted due to a possible infection incurred during normal use. It was stated there were no plans for replacement in the future. The device and components that were explanted were stated to be infected therefore destroyed. The issue is reported to be resolved. No further complications or symptoms were reported or anticipated.

Manufacturer narrative:
Continuation of d10: product ID 7482a66 lot# serial# (B)(6) implanted: (B)(6) 2007 explanted: (B)(6) 2019 product type extension product ID 7495-51 lot# serial# (B)(6) implanted: 2(B)(6) 001 explanted: (B)(6) 2019 product type extension medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer who reported since 2019 the patient showed signs of infection near the implantable neurostimulator (ins) site (the strain was unknown even after being tested for several). In (B)(6) 2019 the healthcare provider (hcp) decided to remove the ins, but without therapy the patient was in a wheelchair and begged to have the ins put back in. The hcp reinserted the device in (B)(6) 2019. Unrelated infection in 2020 captured in pe (B)(4).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.